Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was found under button contacts. Unrelated to the original complaint, investigation revealed moisture corrosion on the audio bolus button contacts due to an audio bolus button leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a button/keypad (tactile changes w/moisture) issue; ok button under responsive with moisture in the infra-red window. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.